Event description:
According to the reporter, during sleeve gastrectomy, multiple (4) failures of cautery, alarms indicating incomplete fusion cycle, patients requiring blood transfusion and intensive care. According to hospital report, company is returning the units saying that they are in working order, with a loss in faith in these devices among staff. The handpiece did not seal at all causing 1.5 liter blood loss and 2 hours extension of surgery time. Ft10 generator was used with the handpiece. A competitive device was used to complete the case.

Manufacturer narrative:
Concomitant medical products: lf1837 (blunt tip open sealer divider lf1837, lot number: 00520243x); vlft10gen (vlft10gen ft series energy platformx1, serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.